Manufacturer narrative:
The insulin pump alarmed during basic occlusion testing due to loose protruded drive support disk. Unable to test for prime test and occlusion test due to a33 alarm. No a21 alarm noted. Unit passed self test, a21 error test and displacement test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they have received compromised force sensor system alarm and unexpected restart alarm. The customer's blood glucose level at the time of incident was 347mg/dl. The customer states they received the alarm when trying to replace the reservoir, and during the fill tubing process. Troubleshoot was conducted. The customer was not able to rewind the device because it was stuck in fill tubing. The customer was advised that the device would be replaced and returned for analysis.